Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast reconstruction procedure with mentor cpx 4 breast tissue expander 450cc and experienced bilateral deflation. As a result, the patient had undergone removal and replacement with mentor cpx 4 breast tissue expander 550cc on (B)(6) 2018 on the left and on (B)(6) 2018 on the right breasts. This medwatch is for the right breast implant.